Event description:
Medtronic received information that five years and eight months post implant of this bioprosthetic valve implanted in the pulmonary position of a pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for the intervention is unknown. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).